Event description:
The device presented with an alert for out of range hv lead impedance. The lifetime ranged showed the svc to can and rv to svc vectors are having no measurement. It was noted that an invalid measurement can be read if a setscrew is loose or if an improper connection is present. Technical services suggested reassessing the setscrews and the location of the pins in the header. The hv lead impedance issue was addressed by reprogramming the shocking vector to rv to can.